Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this patient attended the emergency room (ER) as they received two inappropriate shocks from this cardiac resynchronization therapy defibrillator (crt-d). Upon device interrogation, it was found that the device had reverted to safety mode. As a result, the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that this patient attended the emergency room (ER) as they received two inappropriate shocks from this cardiac resynchronization therapy defibrillator (crt-d). Upon device interrogation, it was found that the device had reverted to safety mode. As a result, the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination noted tool marks on the device case and header. Device interrogation confirmed that the device was operating in safety mode. Detailed analysis found the electronic assembly had normal current and was operating normally. The root cause of the reported observations could not be confirmed.